Event description:
Customer reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support, who guided them through a pump reset, and successfully started their sensor session.